Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Event 1 note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Root cause analysis: sample/s evaluation: received 4 samples without original packaging. The batch number on the bbc of complaint sample were 22n12gea81. All samples were filled with solution and bbc were removed. All samples were detected leakage at triangle tube to step down tube connection. An approved project had been raised to address triangle tube to step down tube connection leakage issue. Summary of root cause analysis: the complaint samples were leaking at triangle tube to step down tube connection. Thus, we considered this complaint as confirmed. Cause : failure in production process corrections/containment plans with effective date: nota applicable justification: confirmed.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Event 1 a follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
Event 1 as reported by the user facility information by bbm sales organization in turkey: "chemo leakage" according to the customer: the pharmacist of the hospital claims that leakage occurred on 4 pumps. One pump was leaking after it had been attached to the patient. No advers event was reported regarding the patient.